Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. Customer was treated with intravenous saline and insulin. The customer was released on (B)(6) 2023 with the issue resolved and no permanent damage. It was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.